Event description:
Spacelabs received a report that a pt monitor display blanked when a pt coded. The pt passed away later.

Manufacturer narrative:
This MDR is filed due to a pt death identified during a retrospective review of our complaint system. The issue was reported in the MDR 3010157426-2014-00027. We have learned another pt passed away in the same event using a different pt module. There was no allegation of device malfunction. However, it is spacelabs' policy to submit a medical device report whenever we become aware of death of any pt connected to our devices. Spacelabs considers this issue closed.